Event description:
Procedure: distal pancreatectomy. According to the reporter: the staple line was open. Another device was applied, which had worked correctly. No injury for the patient.

Manufacturer narrative:
.